Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (b)(3) 2016. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
On 05/jan/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a ¿ventral hernia¿ repair and was implanted with strattice device on 12/jul/2016. The patient underwent a "ventral hernia repair¿ on 25/oct/2022. As per the ppf form, the patient claims the implantation and failure of the mesh caused ¿pain, recurrence, hernia incarceration, emotional injuries with and without treatment, and intervention surgery¿. The form lists the conditions that were treated were ¿pain, recurrence, hernia incarceration, and intervention surgery¿ without any dates of treatment.

Manufacturer narrative:
A review of the device history record for strattice lot sp100375 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.